Event description:
A customer reported the occurrence of consistently false positive troponin I results for two samples from one pt. The physician performed cardiac catheterization on the pt both before and after receiving the troponin I results. There was no report of pt harm as a result of this event.